Event description:
It was reported that pump generated cartridge alarms with consecutive cartridges and caller specifically reported cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump.